Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer had received motor error alarm. The customer's blood glucose level had been as high as 881mg/dl. The customer was able to treat with pump bolus. The customer had been in the hospital for 3 diabetic ulcers. The wife states they had discovered the pump had been off. The customer had blank display. The wife states they were currently at the hospital and would call back at a later time.